Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Where within the gap setting scale was the orange indicator prior to firing? Did the device completely cut? Were there complete donuts when the device was removed? Who fired the device? How was the procedure completed? Was there any patient consequence? If yes, please explain.

Event description:
It was reported that during an abdominoperineal procedure, the doctor did the shot but the device didn't staple. There were no patient consequences reported.